Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited overestimation of battery longevity. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted that the device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of incorrect measurements and longevity anomaly were not confirmed. The device was received with battery voltage at elective replacement level, in line with projected longevity. Sessions records indicated auto-capture feature was enabled. When automatic features are enabled, the device would adjust accordingly to accommodate patient's needs for pacing and thus effects the estimated longevity. Electrical tests were performed under nominal settings, and no measurement anomaly was noted. Longevity assessment was performed and the device exceeded the projected longevity, indicating normal battery depletion.